Event description:
It was reported that the device had an air leak. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected device was returned for evaluation. Upon inspection of each devices, no abnormalities related to the reported incident were found. The tip was closed on the catheter with the device connected. Water was injected and pressurized but found no leakage from any of the components or connections. The reported event was not confirmed. The root cause of the event may have been a problem with the connections of the components, but since no abnormalities were found in the device that could lead to a poor connection, we were unable to identify a clear cause. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
Investigation summary: the affected devices were returned for evaluation. The flat filter and epifuse connector and the catheter were returned. Upon inspection of each devices, no abnormalities related to the reported incident were found. We then closed the tip of the catheter with the device connected, injected water, and pressurized it, but found no leakage from any of the components or connections. The reported event was not confirmed. The root cause of the event may have been a problem with the connections of the components, but since no abnormalities were found in the device that could lead to a poor connection, we were unable to identify a clear cause.